Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging unusual issue; ¿the device turned dark when he made a test/ the meter did not count down so long anymore.¿ this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.